Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The device was not returned. Per the op report: "the patient is a (B)(6) man with a symptomatic umbilical hernia repaired (B)(6) 2016 with a 12 cm circular synecor mesh. He started having abdominal pain and vomiting the morning of 5/12, presented to an outside hospital where a CT scan showed small bowel obstruction and he then was transferred to nyp/wcmc. Preoperative consent was obtained". "The bowel was adherent to the mesh at several places creating some "kinks". The bowel was easily swept off the mesh and then explored retrograde from relatively effaced bowel near the ilio-cecal valve to proximally dilated bowel (which, in turn, was proximal to the mesh "adhesions")". The IFU provides the following precautions, among others: "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), bowel obstruction and recurrence." "As with any surgical procedure, there are always risks of complications for surgical repair of hernias, with or without mesh, these may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, wound complications, pain, bowel obstruction, ileus, revision/resurgery, device contraction, fever, hernia recurrence.

Event description:
It was reported to gore that on (B)(6) 2016 a patient had a laparoscopic umbilical hernia repair using gore® synecor biomaterial. It was reported that a chandelier technique was used in which a suture was placed through the center of the mesh to pull the mesh against the abdominal wall and then fixated with absorbatack. Upon fixation, the suture was removed. It was also reported that it was necessary to take down the falciform in order to put the mesh against the abdominal wall. On (B)(6) 2016 the patient presented with a bowel obstruction and the mesh was removed the next day.

Manufacturer narrative:
Upon reviewing the implant video, the shiny nonporous film of gore synecor biomaterial appeared to be oriented towards the hernia defect upon placement and fixation, instead of being oriented toward the viscera. Per the IFU, correct surface orientation is important for gore® synecor biomaterial to function as intended. One surface of the product has a shiny nonporous film. This shiny film surface should be placed adjacent to those tissues where minimal tissue attachment is desired (i.e., serosal surfaces). The other (non-shiny) surface should be placed adjacent to those tissues where ingrowth is desired.